Manufacturer narrative:
Investigation is pending. A follow up will be submitted with the investigation conclusions.

Event description:
Choi sy. Tangled plastic biliary stents removed using a rendezvous method. ¿a (B)(6) man was admitted with epigastric pain and computed tomography suggested a cbd stone. It proved impossible to remove the large stone, so two double-pigtail biliary stents (zimmon; cook medical, in, USA) were inserted via ercp, and ursodeoxycholic acid was used to dissolve the cbd stone. We failed to remove the stents using a basket or biopsy forceps two months after the initial ercp, because they were tangled proximally (figure 1). After making a percutaneous transhepatic biliary tract, an 8fr spring sheath and snare catheter (15mm) were inserted. After grasping the upper end of one stent with the snare catheter, the lower end of the other stent was captured with endoscope forceps and the two stents were separated. The stents were removed sequentially using a basket. The remnant cbd stone was removed via the percutaneous tract.¿ this file is being created to capture off label use multiple (two) biliary stents were placed and were tangled.

Manufacturer narrative:
The zimmon biliary stents of unknown rpn and lot number involved in this complaint was not available for return to cirl, therefore a document-based review will be completed. This file is being created to capture off label use multiple (two) biliary stents were placed and were tangled. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zimmon biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and that it states in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of a double pigtail stent for multiple stenting in this instance is not a stated use as per the IFU and therefore has not being tested in a clinical setting. (Ref (B)(4) ) root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome: no adverse effects reported based on off label use of product. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [choi sy tangled biliary stent removal. Pdf].

Event description:
Choisy. Tangled plastic biliary stents removed using a rendezvous method ¿a 62-year-old man was admitted with epigastric pain and computed tomography suggested a cbd stone. It proved impossible to remove the large stone, so two double-pigtail biliary stents (zimmon; cook medical, in, USA) were inserted via ercp, and ursodeoxycholic acid was used to dissolve the cbd stone. We failed to remove the stents using a basket or biopsy forceps two months after the initial ercp, because they were tangled proximally (figure 1). After making a percutaneous transhepatic biliary tract, an 8fr spring sheath and snare catheter (15mm) were inserted. After grasping the upper end of one stent with the snare catheter, the lower end of the other stent was captured with endoscope forceps and the two stents were separated. The stents were removed sequentially using a basket. The remnant cbd stone was removed via the percutaneous tract¿. This file is being created to capture off label use multiple (two) biliary stents were placed and were tangled.

Event description:
Choi sy tangled plastic biliary stents removed using a rendezvous method. ¿a 62-year-old man was admitted with epigastric pain and computed tomography suggested a cbd stone. It proved impossible to remove the large stone, so two double-pigtail biliary stents (zimmon; cook medical, in, USA) were inserted via ercp, and ursodeoxycholic acid was used to dissolve the cbd stone. We failed to remove the stents using a basket or biopsy forceps two months after the initial ercp, because they were tangled proximally (figure 1). After making a percutaneous transhepatic biliary tract, an 8fr spring sheath and snare catheter (15mm) were inserted. After grasping the upper end of one stent with the snare catheter, the lower end of the other stent was captured with endoscope forceps and the two stents were separated. The stents were removed sequentially using a basket. The remnant cbd stone was removed via the percutaneous tract¿. This file is being created to capture off label use multiple (two) biliary stents were placed and were tangled.

Manufacturer narrative:
This a correction report to amend the malfunction report to a serious injury report - attachment: [choi sy tangled biliary stent removal.pdf].

Manufacturer narrative:
Investigation is pending. A follow up will be submitted with the investigation conclusions.

Event description:
Choi sy. Tangled plastic biliary stents removed using a rendezvous method. ¿a 62-year-old man was admitted with epigastric pain and computed tomography suggested a cbd stone. It proved impossible to remove the large stone, so two double-pigtail biliary stents (zimmon; cook medical, in, USA) were inserted via ercp, and ursodeoxycholic acid was used to dissolve the cbd stone. We failed to remove the stents using a basket or biopsy forceps two months after the initial ercp, because they were tangled proximally (figure 1). After making a percutaneous transhepatic biliary tract, an 8fr spring sheath and snare catheter (15mm) were inserted. After grasping the upper end of one stent with the snare catheter, the lower end of the other stent was captured with endoscope forceps and the two stents were separated. The stents were removed sequentially using a basket. The remnant cbd stone was removed via the percutaneous tract.¿ this file is being created to capture off label use multiple (two) biliary stents were placed and were tangled.